Event description:
I used fixodent from 1999. I began experiencing numbness and tingling in my extremities. I was diagnosed with neuropathy. Blood test taken at the time showed that I had low levels of copper and high levels of zinc and requires continued medical care and treatment. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 1999 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.